Event description:
The following has been reported: "a review is requested of the event that occurred on (B)(6), related to a possible programming error, around 12:05 pm an infusion pump with peripheral potassium mixture was programmed, and the potassium mixture prepared for the patient was very concentrated. The medical order was to go to 2 meq/hour. The potassium infusion was programmed at 50 cc/hr, i.e. 8 meq/hr, i.e. The patient was being administered 3 times the ordered dose. The administration error was identified at 21:26 hours. " reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.